Event description:
A user facility reported that the intraocular lens (iol) was damaged in the cartridge of the iol delivery system. It was reported that the pt's wound was widened in order to remove the iol.